Event description:
Customer's mother reported via phone, the act button on the insulin pump was unresponsive. Customer's mother stated they noted the button wasn't working while they were at the customer's doctor's office. Customer was loaned an alternate insulin pump but due to issues with the buttons customer was unable to use the device because they can't access the setting of the device in question. Troubleshooting was performed. Customer's blood glucose was unknown. Customer's mother stated the device might have experience some "hard abuse" but nothing unusual. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector (j2) on lcd board unlocked. There was no button error alarm noted during testing. The unit had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.